Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6)2015. The first revision surgery is dated (B)(6) 2015 (previously reported under MDR 1226188-2015-0070), and the original surgery is dated (B)(6) 2015. The revision surgery was due to a continuous infection. During the revision, the tibial locking bolt and the tibial insert size 6 x 10mm were revised and replaced with an antibiotic spacer.